Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - address, city and post office or zip code: unknown, as information was requested but not provided. Section e1 - establishment name: unknown, as information was requested but not provided. Section e1 - telephone number: unknown, as information was requested but not provided. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) implantation, the iol became stuck in the injector, which made lens implantation impossible. Account indicated that the native crystalline lens was extracted at that time; however, as no back-up iol was available, it was necessary to stop the surgery. The patient was hospitalized for several days without an intraocular lens and with no vision in one eye. Subsequently, an iol replacement procedure was performed, and the surgery was completed successfully. No further information was provided.